Event description:
It is reported that the patient faced high blood glucose levels on (B)(6) 2026 due to bent cannula and was treated with correction bolus via pump.

Manufacturer narrative:
E1:name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.